Event description:
It was reported that the catheter would not deploy and was difficult to withdraw. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Following isolation of the left pulmonary vein, the physician was unable to completely deploy the farawave catheter. It was then not possible for the physician to pull the catheter completely back into the sheath. The sheath and catheter were removed from the patient, and the procedure was completed successfully with a new sheath and farawave catheter. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR: upon device return and inspection, it was observed that the guidewire lumen was no longer attached to the tip of the spline cage array. As the guidewire lumen was detached from the tip of the spline cage, the deployment mechanism could not be further tested. Microscopic inspection of the catheter indicated that the welding of the tip was damaged. Both the guidewire lumen and spline cage array remained attached to the catheter; no components were completely separated from the device. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that the catheter would not deploy and was difficult to withdraw. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Following isolation of the left pulmonary vein, the physician was unable to completely deploy the farawave catheter. It was then not possible for the physician to pull the catheter completely back into the sheath. The sheath and catheter were removed from the patient, and the procedure was completed successfully with a new sheath and farawave catheter. No patient complications were reported. The catheter was returned for analysis.